Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance and high pacing threshold measurements. The patient was pacemaker dependent. A revision procedure was done and the lead was tested with a pacing system analyzer (psa) wherein high, out-of-range (oor) pacing impedance measurements were still observed. The lead was explanted and replaced. The lead could not be returned because it had to be cut in several pieces due to the explant technique and was discarded at the facility. Likewise, a lead fracture or insulation damage could not be determined visually due to the condition of the lead after it was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance and high pacing threshold measurements. The patient was pacemaker dependent. The lead was explanted and replaced. The lead could not be returned because it had to be cut in several pieces due to the explant technique and was discarded at the facility. Additional information was received from the field representative that the out of range impedance was caused exclusively by the lead and neither fracture nor insulation could be determined due to the lead was very damaged during extraction. The lead was tested on the pacing system analyzer( psa) and it was confirmed oor impedance through the psa as well. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.